Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels; cause was unknown. Customer's continuous glucose monitor read "high," however, a specific bg value was not provided. Elevated blood glucose was addressed with manual injections or correction bolus via the pump. Additionally, it was reported that the customer experienced intermittent low bg levels under 70 mg/dl which resulted in loss of consciousness, causes were unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.